Event description:
It was reported the patient presented with preoperative diagnoses of left anterior total hip arthroplasty revision wound hematoma. The patient underwent an incision and drainage and left hip femoral head exchange.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).